Event description:
Tubing broke off transducer.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Customer report was not confirmed. Rec'd (1) edwards dpt - vamp jr. Kit. A non-edwards product that included tubing and bonded tubing connector, was also returned. No visible damage was observed from edwards pressure monitoring kit. No leakage was noted on edwards kit during leak testing. The male connector of non-edwards product appeared broken. And the tubing of non-edwards product was also cut.